Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. The entire circuit was returned from the customer. Visual inspection found blood clots throughout the entirety of the circuit. The actual oxygenator sample was built into a circuit with tubes. Bovine blood was circulated in it and the pressure drop was determined at each flow rate. The obtained values were verified to meet the specifications. After pressure drop testing, the bovine blood was circulated in the actual sample for 6 hours. There was no generation of obstruction in the device. After the circulation test, the actual sample was flushed out with saline solution. Subsequent visual inspection of the actual sample confirmed that there was no clot formation. The reservoir clotting test was performed on the reservoir sample, which included circulating bovine blood through the unit for one hour at a high flow rate. At the completion of the hour, the blood was strained and the unit was rinsed with a saline solution. During visual inspection, it was found that no additional clots had formed within the filters of the reservoir, other than the dried clots from when the sample had been returned from the customer. After the samples were properly decontaminated and tested, they were found to function as intended, without forming any additional clots or experiencing any flow anomalies. The reported event was unable to be replicated; therefore, a definitive root cause was not able to be determined. It is likely that patient conditions contributed to the formations of clots within the circuit, specifically the reservoir filters. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was provided to terumo by the user facility regarding the reported event. The clotting reservoir was not changed out during cardiopulmonary bypass, which had originally been reported that it was changed out. After weaning the patient from surgery, it was decided that a second procedure was required. The entire pump, disposables, and hardware were all switched out for the second surgery. The hardware was switched out for speed purposes. The clot in the reservoir was initially seen post cross clamp removal, and not until the level in the reservoir had dropped below 600 ml, at the beginning of the weaning process. It appeared that the clot originated from the cardiotomy and was stuck around the venous sock. The patient had a stable rhythm and was generating an adequate blood pressure, so it was decided to continue with the typical weaning procedure without changing the reservoir out. No issues were noted during the weaning process. The act values were >400, and additional heparin was given when they were <500. The second procedure involved a deep hypothermic circulatory arrest for the replacement of the ascending aorta. No clots were seen in the second circuit during or after the bypass run.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary, there was a clot formed in the venous reservoir. Blood loss with estimated amount of absorbed blood in venous filter and cardiotomy sock. Product was changed out. Procedure was completed successfully.